Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Letter from express solicitors (B)(4). Patient continued to experience pain and discomfort. Also suffered redness and swelling in right lower limb. Blood tests confirmed raised cobalt and chromium. (B)(6) 2011 - revision.